Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog #: c01a, 510k #: k180700 and UDI #: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with osteoporosis and multiple vertebral fractures underwent vertebroplasty by bilateral transpedicular approach. The cement was prepared following the instructions and before connecting the reservoir with the needle, it was found that the mixture was adequate. Cement injection was started 5 minutes after the preparation. Initially, the cement went well inside the vertebra, but during 7th minute, it was found that the cement did not come out any more. The cartridge was disconnected from the gun and reconnected in the reservoir, but the problem persisted (despite squeezing the trigger of the gun, the cement did not come out in the vertebra, the plunger inside the cartridge did not move down and there was leakage of water at the connection point of the gun cable and the cement cartridge). At that time the cartridge was disconnected and an attempt was made to finish putting the cement (that was inside the needle) with a pusher, but it could not be done as the cement was completely solidified (at that moment it was the 8th minute since the preparation of the cement). The needle had to be removed completely. Then, it was tried to connect the gun in the other cement cartridge of the kit and it was found that both worked well (the gun transmitted the pressure to the plunger of the reservoir and the cement came out with an adequate consistency). This test was done outside the patient. The reservoir was then connected to the second needle previously placed in the patient and the injection was started in the 9th minute. The cement started to work well inside the vertebra, but between minute 10 and 11, the same problem occurred as on the other hand. The cement solidified and water began to flow from the connection of the gun to the cartridge. As the cement could not be lodged in the interior of the needle, it had to be completely removed. The cement storage was according to IFU (more than 15ºc and less than 25ºc) 24 hours before using it. No patient complications were reported during the procedure and even after the alleged poor cementation.